Manufacturer narrative:
One hf sensor delivery system was returned for analysis. Visual inspection revealed minimal kinking or use damage. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no nonconformance was found in the batch records reviewed. The cause of the reported heart block could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a right bundle branch procedure, a 3rd degree heart block occurred. The wire with the delivery system caused the complete heart block. The sensor and sheath were removed urgently and a temporary wire was placed in the right ventricle to restore patient rhythm. The heart block resolved on its own following removal of the sensor and sheath. Once the patient was stable, the implant proceeded and a new sensor successfully.